Event description:
The valve reportedly "did not close and allowed a large amount of air to infuse into the pt." The device was set up in the operating room for use during a coronary artery bypass procedure. The anesthesiologist prepared and infused a potassium chloride piggyback solution from the set through a 9f internal jugular introducer port. A thermodilution catheter was in place via the introducer. It was reported that "very early in the case, someone noted the IV set and tubing were completely dry and filled with air." The pt's heart was being cannulized for cardiopulmonary bypass circulation for the surgery. The surgeon reported "a large amount of air in the right atrium: that was evacuated with cannulation/bypass. No problems were reported during priming of use of the soluset for the potassium piggyback. The pt did not experience any adverse effects from the event. He reportedly had a routine post-operative recovery. Hospital personnel desicribe the flapper valve as being "twisted 180 degrees and physically adhered to the floor of the burette in a position off-set from the center" outlet. No further info was available. Specific pt info was considered confidential and not supplied to co.